Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 32mg/dl which was treated with 1 juice and 2 candy bars. Customer stated that they had problem with sensor that 2 sensors are kept asking to calibrate and another sensor was expired. Customer stated that they had fruit, granola bars, and gummies and then blood glucose went up to 100mg/dl. Customer declined troubleshoot for calibration not accepted. Sensor will be return for analysis.